Event description:
Reportedly, during a follow-up, automatic lead tests (smartcheck feature) were performed. After the tests, the data could not be saved, even after several minutes. The system had to be rebooted.

Event description:
Reportedly, during a follow-up, automatic lead tests (smartcheck feature) were performed. After the tests, the data could not be saved, even after several minutes. The system had to be rebooted.